Event description:
Catheter came apart at tubing/adapter junction 3 times. Pt reinserted adapter into tubing each time. He did not notify home infusion rn or md of catheter breakage until he was admitted to hosp with sepsis. Catheter removed and pt treated with antibiotics; however, died in congestive failure.